Event description:
Patient presented back to the physician with infected neck incision. Physician removed the inspire system. This resolved the issue.

Event description:
Patient presented skin infection at the neck incision. Physician prescribed antibiotic.